Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication on the patient programmer. The patient suspected that her implanted battery was dead and she moved so she didn¿t have the patient programmer for a whole, but when she checked her implant it showed the poor communication screen. It was noted the patient had not recently been implant or had a revision surgery. The patient reported she got the device was because she couldn¿t urinate and sometimes she would go 3 days without going at a time and she was going great once she got the device, but now it was slowing down and she was having more trouble urinating. The patient stated she had to get up, walk around, to try to get her urine to release. The patient redirected to follow up with the healthcare professional (hcp) to see if the implant was dead and to address pain. The patient reported that she was having severe back pain right where the implant was and they were wondering if the device had anything to do with it. The patient noted they had never had this problem before. The patient stated that she kept going to the chiropractor and the pain was just so bad and she could feel the pain at the implant site and it ¿goes over¿ and could follow it with her hand on her back. The patient stated that she usually could get an adjustment and be fine, but the pain was not going away. It was reviewed the option of turning the implant off as the pain was the reason for the patient call, but the patient stated that she had tried that and got the poor communication on the programmer so she thought the implant was dead. The patient stated that it felt like the battery may be sitting on a nerve. The patient reported that she had not had any falls or trauma. The patient stated she had return of urinary symptoms about a month ago, pain started about 2 weeks prior. The patient noted she had poor communication about a week prior to the call, but that they didn¿t know how long it had really been as she didn¿t have the patient programmer for a while during the move, but she had seen poor communication picture for the first time about a week ago. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.